Event description:
It was observed that during the device evaluation, the subject device exhibited that the rms board was broken and the protector of the video cable section was cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause is the rms board is broken; therefore, the remote switch function is not working. Based on the results of the investigation, it is likely the following led to the malfunction rms board is broken, protector of the video cable section is cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.